Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved. Device red status indicator flashing.

Manufacturer narrative:
Exemption number e2015058. The history log for the device showed the device was first installed on the (B)(6) 2014 and performed self-tests up to the (B)(6) 2016. Temperatures are recorded below the recommended minimum standby temperature for the device. Multiple manual power ups, mainly of ten minutes duration were observed in the device memory between the (B)(6) 2016 and the last log entry on the (B)(6) 2016. The pad-pak became depleted and a further pad-pak was installed. The device entered CPR advisor mode on the (B)(6) 2016. The returned pad-pak was inserted into the device and the device passed a self-test. Most of the instructional leds remained illuminated during the manual power cycle. This indicates a fault. The device powered off without any warnings and a flashing green status led. The device was tested and delivered a test shock without fault. An acceptable measurement for the test shock was recorded. The device powered off normally without any warnings and a flashing green status led. Investigation found the reported fault can be attributed to membrane failure due to adverse storage. The multiple manual power ups caused the pad-pak to become depleted. This would confirm the reported fault. The corrosion found led to a short circuit which resulted in overvoltage and damage to the microprocessor.